Manufacturer narrative:
The device was returned to zoll united kingdom for evaluation after the customer reported no ECG signal. Review of the log for the reported 23rd of october event showed repeated "check pads" and "poor pad contact" messages, indicating poor coupling to the patient. No clinical log was available for review. The device was stress tested with known good pads without reproducing the fault reported. Inspection of both pad sets found excessive hair on the first set and some hair on the second set, consistent with customer report and the log review of poor coupling using the first set of electrodes and no issue with the second set. The r series operator's guide instructs clinicians that "if the patient has excessive chest hair, clip or shave it to ensure proper adhesion of the electrodes." This investigation was closed as patient preparation was a factor related to the poor coupling from the electrode pads to the patient. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 75-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.